Manufacturer narrative:
The investigation into the reported malfunction of low flow has been completed. The cause of the issue was fractured impeller blade(s). The fracture was characteristic of an interaction with another device but that was unable to be definitively determined since fluoroscopic imaging and/or additional clinical details were not provided. Instructions for use for the related event: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿.

Event description:
The user facility reported a female patient of unknown age/race presented for impella support. After successful implantation, the pump had low flow and suction. The device was swapped as a result. There was no harm to the patient.